Manufacturer narrative:
Section b3: the date of the event was estimated. Section d4: device expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had moderate narrowing of the outflow graft in 2019. There was non-enhancing material surrounding the outflow graft. There was also a heterogeneously enhancing mass in the aortopulmonary window.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported narrowing of the outflow graft could not be confirmed based on the provided information. A specific cause for the reported outflow graft narrowing could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6). Worsening of the outflow graft obstruction is addressed in MFR# 2916596-2025-06056. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The stenting procedures were performed on (B)(6) 2025 and were successful.

Event description:
It was later reported that the moderate narrowing of the outflow graft was identified on (B)(6) 2025 via chest x-ray. The outflow graft was stented 3 times.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.